Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-12990 knee scorpion batch number 75094 was received for investigation. Visual inspection noted that the device had wear and tear with scratches and discoloration throughout. The most likely cause for this can be attributed to wear and tear - date of manufacture: 27-may-2016. Functional testing was performed on the returned ar-12990 by inserting an ar-12990n batch number: 11127125 into the shaft of the device and assembling it with a suture to see if the ar-12990 knee scorpion would pass the suture. No issues were noted and the device was found to function as intended. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion¿ top was not capturing the bottom. This occurred during a case. No additional information was provided, and additional information has been asked.